Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with the bottom case and plunger assembly. The chipped out on top case on lower left corner also cracked on right plunger case. Force sensor test error. Power up process, check and test force sensor. The force sensor test error was found at power up and unable to calibrate the force sensor. Fluid ingression was found inside plunger assembly. The root cause was customer damaged. Replaced the whole plunger assembly, plunger cable and plunger tube. Performed power up process and all functional testing which passed.

Event description:
It was reported the device had a system failure. No patient injury reported.